Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported complaint. The instrument was found to have thermal damage on the bipolar yaw pulley. The yaw pulley showed signs of charring and localized melting at the edge where the distal clevis and yaw pulley connect. The thermal damage to the yaw pulley is unrelated to the conductor wire. No insulation damage was observed. The conductor wire is not damaged or broken. An electrical continuity test was performed and passed.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the curved bipolar dissector instrument was noted to be defective. The procedure was completed with no reported injury.